Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported postoperatively by the patient that they experienced chest pain and kept twitching. Approximately four weeks later the patient went for a re-examination and it was discovered that the right atrial (ra) lead had dislodged. The lead was explanted and replaced approximately two days later. No further patient complications have been reported as a result of this event.